Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2011) is considered to be a best estimate. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and perfix plug on (B)(6) 2008 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of perfix plug (device #1). Per op notes, ¿the hernia sac was identified below the previous repair. The perfix plug (device #1) was placed into the defect and tacked using sutures.¿ (B)(6) 2012 ¿ patient was diagnosed with recurrent ventral hernia; adhesions thereby underwent open repair with the removal of mesh (device #1) and implant of composix kugel mesh (device #2). Per op notes, ¿multiple recurrent hernia defect was identified. The retained mesh (device #1) in right lateral aspect of defect was removed in its entirety. Partial omentectomy were performed of the incarcerated adhered omentum. A small oval composix kugel mesh (device #2) was placed underneath the fascia and anchored using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix kugel (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and perfix plug on (B)(6) 2008 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.